Event description:
It was reported that there was an equipment malfunction on equipment that was out of warranty. There was a pin stuck in the white cable of the patient's system controller. The site confirmed that the pin came from the mobile power unit (mpu), as there was a pin missing from the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a broken pin on the patient cable of the mobile power unit (mpu) was confirmed via investigation of the returned product. The mpu (serial number: (B)(6) returned to the pleasanton service depot and the missing pin on the mpu white cable connector was noted. The mpu was connected to a test controller and mock circulatory loop and the mpu was able to support the system as intended for an extended period of time without issue or alarm. Provided information indicated that the missing pin was stuck in the system controller¿s white power cable. No log files were submitted. The mpu and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. It was incidentally noted during the investigation that the encasing of the patient cable was loose. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.